Event description:
It was reported that, "during an MRI procedure of the spine, lasting approx. 30 minutes, the patient was anesthetized. They received burns under the 3 ECG electrodes on their chest. The severity of burns was not reported. No medical treatment or intervention was reported."